Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was unable to connect with external devices and the ipg was inoperable. As such surgical intervention took place wherein the ipg was explanted and replaced with new ones. Reputedly effective therapy was restored.